Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. X-ray revealed the left ventricular (lv) lead was dislodged. The lv lead was explanted on (B)(6) 2025. The patient had no adverse consequences.